Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. (B)(6).

Event description:
The (B)(6) customer reported the event of reagent tip leaking. Some of the slides were affected during staining run. The customer was advised to suspend the use of the instrument. The field service engineer found that when rinsing slides, the buffer was dispensed by the probe, and the reagent probe dripped. The field service engineer replaced the aspiration and dispense check valve, checked the whole liquid system of the instrument per the service manual. All tests were performed successfully, and the problem was solved. The instrument is fully operational, within specifications and available for the user. No impact on patient diagnosis was indicated.